Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer's husband reported via phone call that the customer has been going through batteries and she was not getting a full battery life. Customer found neither the compartment nor the spring were damaged or corroded. Caller was advised to clear the weak battery alarm. Caller was not able to complete the troubleshooting process because he was in the car on his way to a restaurant. Customer stated that this issue has been going on for about 2 weeks. Customer's blood glucose was 151 mg/dl at the time of the incident. Customer was advised to monitor the pump and will be sent a replacement battery cap.